Event description:
It was reported that the pt's pump was "infected". The pump medication was being weaned due to the infection, by the pt's physician. The pump was used to deliver baclofen. No further pt info, outcome, or details were provided at the time of this report.

Manufacturer narrative:
(B)(4).